Event description:
It was reported that during a cardiac ablation procedure, the first catheter experienced an electrode issue and stopped reading. The catheter was replaced which resolved the issue. The second catheter was associated with a steam pop with radiofrequency (rf) on the cavotricuspid isthmus (cti). The procedure was temporarily interrupted but was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 sphere catheter with lot number 0231125024 was returned and analyzed. During external visual I nspection, the sphere catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. The catheter was functionally tested using test capital equipment. Rad iofrequency (rf) and pulsed field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. An optical inspection of the lattice structure was conducted, and no blockage was found on the nozzle in zone 1 of the catheter. The uson tester was used on the catheter to check for air flow. The occlusion test passed. In conclusion, the reported steam pop could not be confirmed through analysis. The sphere catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.